Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact on the customers blood glucose level. Customer was instructed by technical support to disconnect and adjust tubing, but the occlusion alarms recurred. It was determined that the blockage was due to the cartridge. Customer changed supplies as necessary and resumed insulin therapy.